Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The user is questioning the "shock advised" notification given by the device when the patient was reportedly conscious. The patient survived.

Manufacturer narrative:
(B)(4). Customer is no longer willing to participate in the investigation. No investigation is possible.